Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-38018, 2017865-2022-38019. It was reported that the patient presented to the clinic with redness and swelling at the device site due to infection. The implantable cardioverter defibrillator and right atrial lead were explanted. The physician decided to keep the right ventricular lead implanted at this time. The patient was in stable condition throughout the procedure.